Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4:reference MFR report#1627487-2018-08386, reference MFR report#1627487-2018-08419, reference MFR report#1627487-2018-09443. It was reported that ((B)(6)) during reprogramming the lead, high impedance was noted on few lead contacts. As a result, surgical intervention was undertaken ((B)(6) 2018) wherein the leads were explanted and replaced. Also, extensions were explanted and replaced. Reportedly, stimulation was restored post-operatively.

Event description:
Device 4 of 4: reference MFR report#1627487-2018-08386, reference MFR report#1627487-2018-08419, reference MFR report#1627487-2018-09443.